Manufacturer narrative:
(B)(4). Video analysis: based on the video evidence the event description can be confirmed. Unfortunately the root cause of the issue cannot be determined from the video alone.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: on which firing did this event occur (1st, 2nd, 12th, etc.)? It occurred in 1st firing. How was the procedure completed? The case was completed. The surgeon took 20 minutes extra to over sew the staple line to complete the procedure. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Until now everything is fine as the surgeon is very skilled he managed it very well.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the staples did not form properly. The staples did not form a b shape; they were open. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.